Event description:
The nurse (cnra) was prepping for a case in operating room. The ge aisys machine had finished its routine machine check and passed. As the patient was being brought into the room, the internal error message popped up on the screen. The machine was swapped out with another. The manufacturer representative came in to evaluate the machine. The representative ran the troubleshooting program software and it comes up as a rare error that says reboot and this should be fine. The software says if this error occurs again to replace two computer boards in the machine but probability of seeing this error again is extremely minimal. Machine has been placed back in service.